Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced inaccurate fluid reading. The nurse reported that the data showed that a patient drained eight liters in a ten hour individual cycle. The patient was subsequently dialyzed with no further incidences reported. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured in feb. 2015. The device was returned and an evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. However, it was noted that there were two power cycles during drain 4. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. A device history review revealed no issues that could have caused or contributed to this issue. Visual inspection was performed with no issues noted. Functional testing and a simulated therapy were performed and found to be acceptable. The device recorded accurate values which were found to be recorded differently in (B)(4), which is where the patient observed the 8l drain. The direct cause of the problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.